Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4); (B)(4), importer, registration no. (B)(4). (B)(4), (importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office ((B)(4)). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4) rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was inspected onsite by pentax representative on 15/jan/2018 for seal between distal body and distal cap. The device failed the inspection criteria. The duodenoscope was returned to pentax service facility on 27/feb/2018 where the inspector found the following failures: operation channel twisted in bending section; distal cap - fixed type failed seal integrity inspection; prism scratched; control body grip scratched; image spots; failed wet leak test; failed dry leak test; customer complaint confirmed; light carrying bundle distal cover glass middle scratched; bending rubber pinhole; pve connector housing scratched; the # 2 remote control button cover cracked; bending rubber leak at proximal side; umbilical cable single has severe scratch. The scope's repairs included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user on 9610877-2018-000972018. Parts replaced: o-rings and seals; air/water tube; deflector operating wire; lcb distal cover; objective prism assy; operation channel; bending rubber remote control button(1); light guide cable; deflector body link; o-ring(0.5x1.3); distal case/cap.